Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion with a straight vascular characteristic located in the moderately tortuous and severely calcified around left common femoral artery and superficial femoral artery. The pre-dilation was performed using a 7x40 non-boston scientific balloon. A 7.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use and was advanced through sheath with the use of the loading tool. During the procedure, the balloon ruptured immediately after dilation began upon initial inflation at around 10 atmospheres. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.